Event description:
It was reported by the patient's daughter that post a coronary drug eluting stenting treatment procedure, a death occurred. The caller states that her father died approximately three months post placement of a taxus express2 drug eluting stent. "One month after te2 placement, a stress test was fine." The caller declined to provide additional information.

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore no direct product analysis is available. The root cause of the complaint incident could not be determined.